Event description:
It was reported that during implant attempt of the left ventricular (lv) lead, the lead couldn't be placed in the target site or acceptable segment due to phrenic nerve stimulation. It was also reported that the patient was "bleeding from the pocket site". Additionally, the implant procedure was "prolonged and anticoagulation therapy resulted in increased bleeding from the incision site" and the patient's hemoglobin decreased. The lead was not implanted and resulted in an unsuccessful study implant. The patient is a participant in (B)(4) study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.